Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Reporter is a j&j sales representative. Unknown at this time. UDI: (B)(4). Investigation summary: the product was returned to depuy synthese mitek for evaluation. The depuy synthese mitek team conducted a visual inspection and functional testing of the returned device. Visual inspection found that expressew iii w/o hook had wear marks as usual in this type of reusables devices, also the upper jaw is loose. A functional test was performed by activation of the device. When the trigger was fully depressed, the jaw cannot be closed completely. The overall complaint was confirmed as the observed condition of the expressew iii w/o hook would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to the procedural variables, such handling of the device or product interaction during procedure, a bigger portion of tissue may have been grabbed and forced the jaw to close. As per IFU- 110114, it is important to inspect the device prior to use to ensure proper mechanical function and do not use if product is damaged, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthese mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported by the sales rep that during a rotator cuff repair procedure, the expressew iii w/o hook device would not engage. During an in-house engineering evaluation, it was determined that the upper jaw was loose. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.